Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the delivery catheter shaft was moving in an unintended direction (medial dive). It was reported that this was a mitraclip procedure for degenerative mitral regurgitation (mr) grade 4. The patient presented with significant anatomical challenges including a small left atrium, prominent pulmonary vein ridge and a small mitral valve area with large prolapsing segment. Clip delivery system (cds0501 80618u118) advanced to the mitral valve. It was then noted that there was inadequate height over the mitral valve area. To gain height, the guide was torqued posterior, and a and m knob application was applied. Height was achieved; however, the height was not enough to test catheter trajectory. After aligning the mitraclip over and mid-jet, the mitraclip advanced into the left ventricle. During this translation, a significant medial dive was noted that could not be corrected with m knob removal. The undeployed device was successfully removed. Another cds was used in replacement. This mitraclip grasped the leaflets without reported issue, however, the mitral valve mean pressure gradient (mpg) was deemed too high. The mitraclip was not implanted and the cds was removed successfully. The mpg returned to pre-procedure value. The procedure was aborted with no mitraclip implanted and the mr remained grade 4. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported user experience. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In this case, it was reported that the sleeve was curved more than 90 degrees. It should be noted that the mitraclip nt instructions for use warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Used damaged product may result in cardiac injury. All available information was investigated and the reported improper or incorrect procedure appears to be related to the user error of curving the cds more than 90 degrees during the procedure. Additionally, the user error/procedural circumstances of curving the cds more than 90 degrees appears to have contributed to the reported difficult to position (significant medial dive noted). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Reportedly, the clip delivery system was curved more than 90 degrees during the procedure.